Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a corroded battery compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.